Event description:
It was reported that the foley catheter was aseptically inserted into a patient and balloon was inflated prior to the surgical procedure in operating room. Stated that after 1 hour it was noted that the urine was not draining and attempted to irrigate without success. Customer stated that the foley was aseptically removed and a new foley with different lot number inserted without incident. Also stated that the urine was noted to be draining and surgery was not interrupted. Per additional information received via email on 02feb2022, customer stated that the foley catheter was aseptically inserted into a patient and balloon was inflated in operating room prior to surgical procedure. Certified registered nurse anesthetists gave fluid bolus and diuretic. Stated that urine was not draining. Registered nurse attempted to flush the catheter and met with resistance and felt hardness at the flush/balloon inflation junction (blockage). Stated foley was removed and new foley with different lot inserted without resistance and immediate urine return. Surgery was not delayed, and patient had no injuries.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter was aseptically inserted into a patient and balloon was inflated prior to the surgical procedure in operating room. Stated that after 1 hour it was noted that the urine was not draining and attempted to irrigate without success. Customer stated that the foley was aseptically removed and a new foley with different lot number inserted without incident. Also stated that the urine was noted to be draining and surgery was not interrupted. Per additional information received via email on 02feb2022, customer stated that the foley catheter was aseptically inserted into a patient and balloon was inflated in operating room prior to surgical procedure. Certified registered nurse anesthetists gave fluid bolus and diuretic. Stated that urine was not draining. Registered nurse attempted to flush the catheter and met with resistance and felt hardness at the flush/balloon inflation junction (blockage). Stated foley was removed and new foley with different lot inserted without resistance and immediate urine return. Surgery was not delayed, and patient had no injuries.

Event description:
It was reported that the foley catheter was aseptically inserted into a patient and balloon was inflated prior to the surgical procedure in operating room. Stated that after 1 hour it was noted that the urine was not draining and attempted to irrigate without success. Customer stated that the foley was aseptically removed and a new foley with different lot number inserted without incident. Also stated that the urine was noted to be draining and surgery was not interrupted. Per additional information received via email on 02feb2022, customer stated that the foley catheter was aseptically inserted into a patient and balloon was inflated in operating room prior to surgical procedure. Certified registered nurse anesthetists gave fluid bolus and diuretic. Stated that urine was not draining. Registered nurse attempted to flush the catheter and met with resistance and felt hardness at the flush/balloon inflation junction (blockage). Stated foley was removed and new foley with different lot inserted without resistance and immediate urine return. Surgery was not delayed, and patient had no injuries. Per additional information via form with sample returned on 01mar2022, it was reported that the foley catheter inserted, there was no urine return so they gave fluid bolus but no urine return. Representative attempted to irrigate the foley catheter but unable to perform the function and replaced the catheter.

Manufacturer narrative:
The reported event was confirmed manufacturing related. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted no obvious visual observations. The drainage funnel was attempted to be flushed with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), but solution would not advance through the drainage lumen. The catheter was cut from the balloon, and the drainage lumen was noted to be blocked caused by glue from the thermistor process. This does not meet specification. A potential root cause could be glue blockage due to tsc (temperature sensing catheter) and/or balloon assembly. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80 - 100 degree angle). Press the syringe firmly and twist gently to access the sampling port. 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Bard, ez-lok and statlock are trademarks and/or registered trademarks of c. R. Bard, inc. ©2018 c. R. Bard, inc. All rights reserved. Www.bardmedical.com manufacturer: c. R. Bard, inc. 8195 industrial blvd. Covington, ga 30014 USA sterilized using ethylene oxide sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not re-sterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." The actual/suspected device was inspected.